Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.

Event description:
It was reported that the pump stopped all insulin delivery. The impact to the customer's blood glucose level is unk, but it is reported that the customer has alternate insulin therapy available.